Event description:
Customer reported unexplained high blood glucose. She stated her blood glucose was 190 mg/dl at work. She ate food and checked her blood glucose again and it was 548 mg/dl. She treated with a bolus, but her blood glucose is now 589 mg/dl. She felt like her stomach was rumbling. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).